Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that the side of the battery compartment was cracked. The customer¿s blood glucose level was 185 mg/dl. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.